Event description:
It was reported that customer experienced continuous glucose monitor error and needed assistance with sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, did not experience error again after reset, and successfully started new sensor session.